Event description:
The pt was implanted with implantable ventricular assist devices (ivad). It was reported by the vad coordinator, that post implant of the bivads, the pt experienced neuro status changes. There was a CT scan performed on the pt which revealed a large head bleed. In 2008, support was withdrawn.

Manufacturer narrative:
Pt support was withdrawn in 2008. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.